Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mod cable was severely damaged in multiple areas, including the outer polyurethane jacket and the braided aramid layer. The mod cable would be exchanged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿modular cable was severely damaged¿ was confirmed with the returned modular cable (lot # 7119236). Visual inspection revealed a taped section approximately 3 to 17 inches from the in-line connector end. In the received condition, the returned modular cable was tested together with laboratory test equipment and no functional issue was identified. The modular cable was tested to evaluate the integrity of its wires, which passed all electrical measurements. The tape was removed, which revealed the outer and armor layer damage. The armor layer was removed, which revealed no visible underlying wires. A root cause that attributed to the damage could not be determined during the evaluation. The relevant sections of the device history records for hm3 modular cable (lot # 7119236) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿. This section informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (rev. G) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. G) section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.\ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The mod cable was exchanged on 06jan2023.